Event description:
It was reported that the patient exhibited hypersensitivity to the implanted system. No signs of infection were noted, however the wounds from implant were not healing. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.